Event description:
At about 3 months from the primary, the patient came in reporting pain due to loose implants and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 december 2023 lot 1904217: 60 items manufactured and released on 13-nov-2019. Expiration date: 2024-11-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department two months after primary cemented tka, all implants are reported mobilized and exchanged. This is a very rare occurrence, particularly because no clear or plausible cause has been reported. As no information is available, no conclusion can be drawn or inferred. Additional items involved in the event, batch review performed on 14 december 2023 gmk-primary 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot. 1906042 lot 1906042: 101 items manufactured and released on 24-oct-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-primary 02.07.0034rp patella resurfacing size 2 (k090988) lot. 2000629 lot 2000629: 240 items manufactured and released on 12-mar-2020. Expiration date: 2025-02-24. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.